Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not release the tissue. No other information was provided. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaw. The analysis result found that the device was returned empty locked out and with one jaw leg broken. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, excessive body fluid and evidence of corrosion on the broken area were noted. The distal end of one of the jaw legs was fractured from the device. The sem examination of the fracture surface was covered with corrosion and body fluids. Intergranular fracture is generally caused by stress corrosion cracking in the alloy used in the jaw ((B)(4)). The most likely cause for the jaw break was the presence of chlorine containing substances (blood, saline, and/or disinfectants) remaining on the surface of the part while the part had some residual stress applied. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after shipping from the hospital before receipt at ees. Please note that this condition is unrelate with the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: which firing of the device did this event occur on?asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. Did somebody other than the primary surgeon fire the instrument? If so, whom? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? Asku.